Manufacturer narrative:
The device history record (DHR) for the lot number 6467191 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary of this complaint was submitted on 9/27/2018. A supplemental report with an additional patient code was submitted on 10/30/2019. The device evaluation summary was updated with an additional statement addressing this code on 1/29/2019. The following statement was added to the device evaluation summary: the product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. The rest of the device evaluation summary reported previously remains intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/4/2018, mentor received additional information: bilateral capsular contracture baker grade ii was also indicated as well as ptosis of the right breast. As a result, the patient underwent bilateral removal and replacement with sientra silicone gel breast implants on (B)(6) 2018; catalog # 10512-320mp, s/ns (B)(4), 320cc (l) catalog # 10512-320mp, s/ns (B)(4), 250cc (r). Bilateral capsulectomies and mastopexies were performed as part of the procedure. The patient was sent to recovery room in stable condition. This report is for the left prosthesis. See manufacturer report number 1645337-2018-06513 for the contralateral prosthesis. The serial number for the left prosthesis was updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 67-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation diagnosed through a physical examination. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on the posterior view that extended to the anterior view. A rent was discovered on the posterior view that extended to the anterior view, measuring 1.3 cm. A second rent was observed within one of the creases on the posterior view measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).